Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a high blood glucose reading was 430 mg/dl. The customer stated they dosed and it did not come down. The customer reported smelling insulin and saw insulin inside the pump and in the reservoir. The customer stated the reservoir was used. The customer stated the location of the leak appears to be at the o-ring. The customer did not find cracks or splits in the barrel. It was unknown if the leak was passed the first or second o-ring. Troubleshooting for the leak was completed and found the reservoir leaks at the o-ring and down the barrel and found a bend to the p-cap connector. The customer reported being in auto mode. The reservoir will be returned for analysis. The insulin pump will not return for the analysis.